Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, urinary tract infection, emotional distress, product problem and other unspecified injury. Additionally, it was reported that the plaintiff experienced urinary retention. Furthermore, it was reported that the plaintiff died. The cause of death was reported as failure to thrive syndrome, congestive heart failure, atrial fibrillation and diabetes mellitus. Related to manufacturer report #: 2183959-2014-76631, related to manufacturer report #: 2183959-2014-36659, related to manufacturer report #: 2183959-2014-76629.